Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient expired. Natural death. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was ventricular tachycardia and third degree atrial ventricular block. Related manufacturer reference number: 2938836-2020-01373 and 2938836-2020-01374.

Manufacturer narrative:
The device was tested at nominal settings. Analysis performed, including electrical, mechanical and environmental tests indicated that the device exhibited normal device characteristics with no anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.